Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Tandem technical support sent the customer a replacement charging supplies to resolve the issue. No additional information was provided.